Event description:
It was reported that the patient had his inflatable penile prothesis removed as he had trouble inflating it. Upon the removal of the 15 cm lgx and 65ml reservoir, the physician noted fluid loss. He stated that the patient used the ipp a lot and thought that he just wore it out from overuse. A new inflatable penile prosthesis consisting of an 18 cm lgx and 100ml reservoir was implanted. No further complications at this time.